Event description:
On (B)(6), neotract was made aware of a (B)(6) year old patient who underwent a prostatic urethral lift (pul) procedure on (B)(6) 2021. The physician utilized a bugbee to control the bleeding. The patient was discharged with a catheter. Later that evening, the patient presented with hematuria and clot retention requiring bladder irrigation. It was reported that the patient¿s blood clots caused obstruction and inability to void. The physician performed a partial turp and diathermy to stop the bleeding. The patient¿s urine cleared by the next evening and was discharged with a catheter.